Manufacturer narrative:
The device was received by celonova biosciences on 13-dec-2018. Device analysis is not yet complete. A review of the lot history record (lhr) was performed. There were no non-conformance's. The lot conforms to its predetermined specifications and requirements, including for stent retention. Stent damage and dislodgement are captured in the risk assessment as known potential hazards. Investigation is not yet complete. A follow-up report with relevant additional information will be submitted.

Event description:
On (B)(6) 2018, while prepping a 2.5x15mm, cobra pzf nanocoated coronary stent system for use in a percutaneous coronary intervention procedure, the stent came off of the balloon and stent damage was noted (the stent struts appeared to be mangled). There was no patient involvement. Additional information was requested.